Manufacturer narrative:
Method/results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported she experienced a kinked infusion set cannula on (B)(6) 2011. She stated, the infusion site felt uncomfortable after it was inserted and she removed it on (B)(6) 2011 and found the cannula was bent in the middle. She used the insertion device to insert the headset. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. No product will be returned for evaluation.